Manufacturer narrative:
A getinge field service engineer (fse) noted that the failure could not be directly confirmed, as no site visit was conducted due to the lack of a purchase order from the customer. If further information is provided the complaint will be reopened and processed accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) is displaying an autofill failure alarm message. There was no patient harm reported.